Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The reported resistance with the guide wire was not confirmed. The difficulty removing could not be tested because of the stent damage. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the left common iliac artery with mild tortuosity and calcification. During advancement of the 9.0 x 19 mm omni elite 35 stent delivery system (sds), some resistance was noted with the guide wire. Due to movement of the patient, it was necessary to take another image; therefore, the sds was pulled back through the sheath. During retraction, resistance was noted with the sheath. Outside the sheath, it was observed that some stent struts were flared. A new omni elite sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.035 merit medical laureate, sheath: 6f terumo destination. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.